Event description:
After 14 months of implantation, the device involved in this MDR report was explanted prophylactically.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. This device was listed in the advisory notification. Which was issued in october 2005 on symphony rhapsody units related to metal migration. The analysis is pending.